Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, but the guidewire was broken, blocked in the catheter. No patient complications occurred. The device is not expected to return for laboratory analysis. It was further reported that during a procedure in the opalise study (center 3722), a farawave nav 31 mm catheter (m004pfce41m411, lot : 37690609) experienced an issue where the guidewire became stuck and could not be removed. The physician replaced the catheter with another farawave nav 31 mm and used a new merit guidewire to complete the procedure. No adverse events occurred, no tissue was found on the catheter tip, and there were no other catheter-related problems. The batch number for the original merit guidewire was unavailable. It was further reported that the catheter deployment was impossible.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, but the guidewire was broken, blocked in the catheter. He physician replaced the catheter with another farawave nav 31 mm and used a new merit guidewire to complete the procedure. No adverse events occurred, no tissue was found on the catheter tip, and there were no other catheter-related problems. The procedure was completed successfully, and the device is not expected to be returned as it was discarded by the facility.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device was not returned for analysis, however, a video was provided to the investigators which appears to show the guidewire being trapped in the catheter. Based on all the available information boston scientific has determined that they were unable to exclude a device problem for the event. The event was confirmed, as the video showed a stuck guidewire. However, investigators were not able to determine the cause of the trapped guidewire, and thus they could not exclude a problem with the device.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, but the guidewire was broken, blocked in the catheter. No patient complications occurred. The device is not expected to return for laboratory analysis. It was further reported that during a procedure in the opalise study (center 3722), a farawave nav 31 mm catheter (m004pfce41m411, lot : 37690609) experienced an issue where the guidewire became stuck and could not be removed. The physician replaced the catheter with another farawave nav 31 mm and used a new merit guidewire to complete the procedure. No adverse events occurred, no tissue was found on the catheter tip, and there were no other catheter-related problems. The batch number for the original merit guidewire was unavailable. On (B)(6) 2025 (jh) - per ai received on (B)(6) 2025 the guidewire was broken, blocked in the catheter and video was provided. Per ai received on (B)(6) 2025 there are two separate events in that email, the pericarditis is captured under (B)(4). Per ai received on (B)(6) 2025 it was also mentioned that the catheter deployment was impossible. Per ai received on 01/02/2026 code 1: a150208 entrapment of device, code 1: f26 no health consequences or impact. Codes already documented within the complaint.